Manufacturer narrative:
The device was returned for evaluation. Macroscopic and optical examination of mas and set screws revealed thread crest and flank damage; this damage appears to have initiated at the start of the thread, and is noted on both returned set screws and mas, consistent with misalignment of the mas head and set screw threads during construct assembly.

Manufacturer narrative:
(B)(4). This part is not approved for use in the united states; however a like device catalog # 8670855, 510k # k000453 was cleared in the united states. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined. Device history records for these lots were reviewed. No documentation was found that would indicate a non-conformance to specifications.

Event description:
It was reported that the patient underwent a transforaminal lumber interbody fusion at l4-5. It was reported that after applying com pression on the right l5, the right l4 nut was broken off, but the right l5 nut could not be broken off. The surgeon replaced all pedicle screws with new ones, and the procedure was completed without any further incident. No patient complications were reported.